Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 that occurred during dwell 1. The technical services representative (tsr) explained the alarms and assisted the home patient (hp) with troubleshooting. The hp stated that one of the bags fell off and became disconnected. The tsr explained the hp would need to start over with new supplies, and then the tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The hp will start over with new supplies and contact the rn. No patient injury or medical intervention was reported. During follow up the hp stated she did not connect the bag correctly and that it why it disconnected. The hp stated she started over with new supplies. The hp stated she resumed therapy without any problems with the new supplies. The hp had not contacted her nurse. It was recommenced to the hp to let the nurse know of the alarm. No patient injury or medical intervention was reported.